Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer experienced high blood glucose of 267mg/dl which was treated with manual injections. Customer states that battery cap lost the copper piece by dropping the pump. Insulin pump will not be return for analysis.